Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited noise and oversensing with inhibition. Both leads remain in use. No patient complications have been reported as a result of this event.